Manufacturer narrative:
The investigation revealed that a wall unit was interfering with the bed, biasing the bed exit detection. The user guide stipulates that is important to always ensure that bed is clear of interference with other equipment parts or patient's body or other person prior to any operation of the bed. A recall was submitted to this purpose: reference: (B)(4). Recall 3009591865-04/28/2020-001-c.

Event description:
A user from the establishment contacted the technical support from the manufacturer alleging that the device did not signaled the patient exiting the bed. The integrated bed exit detection system was reported to be armed at that moment.